Manufacturer narrative:
Result: damaged motion interrupt pan. Power cord plug with broken ground prong.

Event description:
It was reported by svc report that the motion interrupt pan was damaged, and power cord plug had a broken ground prong. It is unk if there was pt involvement or adverse consequences to report.